Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-jul-2022/ serial#: (B)(4). UDI #: (B)(4). No device return to manufacturer? No. Mfg date: 10-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) severe tortuosity from the femoral vein to the inferior vena cava ivc) was noted. The delivery system (ds) could only be inserted in the mid to high septum however after three deployments, thresholds were high. During the third recapture the device did not fit into cup and the deploy button of the ds stopped articulating. The device was then pulled out of the myocardium and placed in the ivc. After again trying the deploy button resistance was noted and the tether broke. A snare was then inserted to recapture the device. The patient's blood pressure decreased and blood leakage was noted between the ds and the snare. Blood transfusion was given. The ipg was attempted / not used and replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.